Event description:
A report was received from the united kingdom stating the jejunal enteral feeding tube balloon deflated and the device dislodged from the patient's stoma. The device was in use for two days prior to the incident. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, aa4223n04, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The balloon exhibited an axial burst, extending from the base of the proximal collar to the base of the distal collar. At the medial point, a notch was seen on the line of the burst. White residue was seen on the balloon surface. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).